Event description:
It was reported that, "patient fractured his proximal femur, implant was intact, but had to be revised."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hosp in error. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.